Event description:
Very poor sensing was reported, and post shock pacing demonstrated significant undersensing. An additional pace/sense lead was placed to ensure adequate sensing. No patient complications have been reported as a result of this event.